Event description:
Pt was admitted to hospital for pain in femur. Examination of x-rays showed that the stem implant had subsided and the femur cracked. Pt was kept overnight for observation. Original implantation occurred on (B)(6) 2013.